Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint "misfire". The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument moved intuitively with a full range of motion in all directions. The jaw opened and closed properly. The instrument was fired twice in different orientations of the distal end. The instrument clamped, fired and unclamped without an issues both times.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was a misfire with the sureform 60 stapler instrument. The procedure was completed by converting to laparoscopy with no reported injury.